Event description:
It was reported that the right atrial (ra) lead exhibited noisy signals. Upon review, this ra lead exhibited oversensing. The ra lead remains in service. No adverse patient effects were reported.